Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not sent out for additional testing due to no abnormality or leakage from the channels was confirmed during incoming inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, relation between the suggested event, positive culture test, and the subject device could not be determined. A definitive root cause cannot be identified. Instructions for use states as follows: "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The last cds date was on (B)(6) 2022. Bedside cleaning, brushing in the sink, and leakage testing was performed as usual. Automatic cleaning and disinfection were performed. The automatic reprocessor used was the olympus oer-aw/serial no.: (B)(4). The day when the water supply line disinfection was last carried out was on january 14, 2022. Liquid delivery to each pipeline, proper use of adapters, and cleaning of the outer surface and tip was normal. The disinfectant used was jianzhisu for ten (10) minutes. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The only issue found was a scratched instrument channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the instrument channel on the evis lucera elite gastrointestinal videoscope was cultured, and number of bacteria exceeded the limit. The issue was found at reprocessing. The diagnostic gastroscopy procedure was completed with another similar device. The procedure was not delayed more than fifteen (15) minutes while being used with an evis lucera elite video system center. No patient harm reported.